Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2016 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot no., expiry date), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralight st with echo (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st with echo (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2016 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with ventral hernia thereby underwent robot-assisted laparoscopic repair with implant of ventralight st with echo ps (device #1). Per operative notes, ¿the hernia sac was dissected. The ventralight st with echo ps was placed into the peritoneal cavity and sutured.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent robot-assisted laparoscopic repair with implant of ventralight st with echo ps (device #2) and removal of ventralight st with echo ps (device #1). Per operative notes, ¿the ventralight st with echo ps (device #1) had simply invaginated partially into the umbilicus. The mesh (device #1) was dissected away from the abdominal wall in the upper half and the ventralight st with echo ps (device #2) was placed and secured to the abdominal wall using sutures.¿